Manufacturer narrative:
The tech replaced the worn brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the casters will continue to swivel after the brake is engaged.